Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul ldh head adapter s taper 12/14 18/20 on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2016 due to pain, fluid collection, infection and pseudotumor.